Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patients ipg was moving and it was causing discomfort. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient¿s ipg was moving and it was causing discomfort. The patient will undergo an explant procedure.